Manufacturer narrative:
Haemonetics received an orthopat machine (B)(4) 2009 for service. No injury or reaction noted. Upon evaluation of the device a blood spill was found. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).

Event description:
Haemonetics received an orthopat machine (B)(4) 2009 for service. No injury or reaction noted.